Event description:
It was reported that the labeling on the box states that the device is a 'short neck'; however, the product is a standard neck. It is further reported that all other information appears correct.